Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was observed that the wires on the instrument were frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the cable at the distal idler pulley is frayed. The frayed cable section is approximately 0.08 in length. The pulley does not exhibit damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.